Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the ring annuloplsty tricusp contour 3d 34mm, tricuspid repair failure occurred and the ring was explanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that post repair using this 34mm annuloplasty ring, the native valve leaflet did not coapt properly leading to regurgitation. It was stated that the annuloplasty ring was fully sutured and tested prior to removal. It was reported that the 34mm annuloplasty ring did not malfunction and no patient complications have been reported as a result of this event.

Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the ring was attached to the holder with a blue monofilament suture. The ring showed slight discoloration from blood contact along the edges of the suture line. The holder was removed for further observation. Small holes were noted on the fabric; appeared to be from the holder sutures. There was no evidence of fraying or tears to the ring. Radiography showed no evidence of fractures on the stiffener. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.